Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that ¿when the physician took the breast implant out of the box, there was a little discoloration spot on the device and when they rubbed the implant some material started to flake off¿. The device did not make patient contact. Surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: the device related to the reported event of foreign material on implant and product discolored was received on (B)(6) 2018 with lot number 2813531. Visual analysis of the returned device identified flat creases. Also observed were two stains on the implant of yellow color with a measure of 5.6 and 3.5 mm, approximately. Both stains are characterized with an irregular shape and rough type. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. A sample of the stain was sent to an external lab for analysis. Analysis of the stain material showed it was composed of oxygen and carbon only. No silicone was observed in the stain material. Conclusion of the analysis found that it was organic material but could not specifically identify the material or its origin. Further investigation has been requested and is ongoing. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that ¿when the physician took the breast implant out of the box, there was a little discoloration spot on the device and when they rubbed the implant some material started to flake off¿. The device did not make patient contact. Surgery was completed with a backup device.